Event description:
It was reported that this right atrial lead was exhibiting farfield sensing of the right ventricular channel and the ra pace impedance was lower than usual, in the 200 ohm range. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).